Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The fiber was replaced for a third time; however, the new fiber broke as well. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the fiber tip and connector were in good condition. However, visual inspection identified that the fiber was broken in two pieces. Therefore, the reported event of fiber break was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break.

Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The fiber was replaced for a third time; however, the new fiber broke as well. The procedure was completed using another fiber. There were no patient complications reported.